Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced cracked front/rear cases, barrel clamp, tube/sleeve drivearm, retainer, wiper seal ,gripper left handle, left & right iui connector. Replaced lower housing. Performed calibration. A review of the device history record for sn (B)(4) was performed from the date of manufacture 02/10/2015 to the present date 10/02/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the front case of the device was allegedly cracked.